Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "check belt - see manual" alarms was an open connection within the distribution node. The wire from the trunk cable to termination point t9 (lead_1_neg) on the distribution node pca had been pulled away from its solder connection resulting in the open connection. The root cause of the open connection was excessive force on the cable. The damaged electrode belt will be repaired. No adverse event resulted from the damaged electrode belt. The pt rec'd a replacement electrode belt.

Event description:
The daughter of a female pt contacted lifecor customer support to report that the device is continually alarming to "check belt - see manual." Support reviewed basic troubleshooting steps with the daughter, but the alarms continued. Support, then reviewed a previous download which revealed excessive left ECG falloff, beginning one week earlier. A replacement electrode belt was provided to the pt.